Event description:
It was reported that the ilet user experienced a nocturnal low glucose event after confusion with meal announcements and meal size entry while using the pump, with no fingerstick confirmation. Investigation included troubleshooting and user education regarding meal announcements and meal size entry. Investigation of this case revealed user difficulty with correct meal announcements as a likely contributor to hypoglycemia. Symptoms included visual disturbances described as diaphoresis, feeling hot and clammy, and near syncope. Outcomes included self-treatment with oral carbohydrates, with blood glucose returning to range and no medical intervention or hospitalization. It was concluded that the event was consistent with hypoglycemia associated with use error related to meal announcement practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.